Manufacturer narrative:
A siemens customer service engineer (cse) was cut on the finger while servicing an advia centaur xp system. The cse sought medical treatment. The cse was tested for (B)(6) and was provided with an anti-retroviral medicine. The cse returned the system to an operational state. The issue is still under investigation.

Event description:
A siemens customer service engineer (cse) cut a finger while working on a waste transfer pump on an advia centaur xp system. The cse went to a hospital and was tested for (B)(6). The cse was provided with an anti-retroviral (art) medicine. There are no known reports of adverse health consequences due to the cut, (B)(6) testing or the anti-retroviral (art) medicine.